Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a other (unusual product issue) issue. It was reported that the pump was cancelling boluses intermittently without user intervention. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 01/23/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/10/2014 with the following findings:a visual inspection of the pump showed no damage. All keypad buttons were responsive during testing. The pump was able to perform four 10, boluses: two ¿normal¿ bolus and two ¿audio¿ bolus; the boluses were not cancelled. The keypad cover was removed and no contamination was found under the button contacts and there was no misalignment or inversion observed. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.